Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had cracked lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer was getting a button error alarm on the insulin pump. Customer's blood glucose level was 102 mg/dl. Customer stated that she was sleeping and the button error went off at 3:00 or 4:00 am in the morning. Customer stated that she could have pushed a button while she was sleeping. Customer stated that the pump is still going off with the alarm and that her blood glucose level was low. Customer also stated that she should get some insulin but will do it after the call is finished. Customer was advised that the pump will need to be replaced. No additional information provided.